Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 35mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 26mm non-abbott device. Post pre-bav, an electrocardiogram noted that the patient developed a complete heart block. The length of the membranous septum is 4.3mm. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure due to being deployed too high. The final non-coronary cusp implant depth was 2.98mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. It was noted during procedure, that there was mild-moderate perivalvular leakage of the valve. There was nothing affecting expansion of the valve and is probably due to the patient's anatomy. The implanter did check for non-uniform expansion. No intervention was performed. Post-procedure, it was noted via x-ray that the patient developed bilateral lower lung atelectasis. It was also noted via electrocardiogram, that the patient had developed a left bundle branch block (lbbb) and subsequent complete heart block again, and chest soreness. No intervention was performed, but the patient was placed on a cardiac event monitor. On (B)(6) 2025, it was noted via transthoracic echocardiogram, that the patient had a mildly dilated atria. It was also noted that there was no longer perivalvular leak present. On (B)(6) 2025, the patient went to the emergency room due to chest pain and uncontrolled hypertension with systolic blood pressure in the 200s. The patient was admitted and administered nitroglycerin, valsartan, and amlodipine. On (B)(6) 2025, the patient had a pre-syncopal event with heart rate in the 20s and hypotension. An electrocardiogram, again revealed a complete heart block. A transthoracic echocardiogram was performed and showed no evidence of pericardial effusion. The patient was administered atropine, dopamine drip, and had a temporary pacemaker was placed. The patient was transferred to the intensive care unit. The patient continued to have persistent hypotension and was therefore administered albumin and a sodium chloride bolus. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. On (B)(6) 2025, the patient returned to the emergency department due to nosebleed, hypertension, chest pain and palpitations, but was not re-admitted. The cause of the patient's literal lower lung atelectasis is attributed to the patient's sedentary nature. There is no allegation of malfunction against the abbott device or procedure. The cause of the patient's uncontrolled hypertension is unknown. The cause of the patient's complete heart block is attributed to the expansion/implant of the 35mm navitor vision valve. The patient's hypotension is attributed to the complete heart block. The cause of the patient's lbbb is attributed to implant of the 35mm navitor vision valve. The cause of the patient's mildly dilated atria is attributed to long standing hypertension. The patient was stable and discharged at the time if report.

Manufacturer narrative:
An event of perivalvular leak (pvl), hypertension and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that the patient had a history of arrhythmia and hypertension which may have contributed to the reported event of heart block. The final implant depth was 2.98 mm from the non-coronary cusp (not deeper enough than the recommended depth). Based on all available information, the reported pvl appears to be a cascading event of the valve non-uniform expansion. A cause for the reported heart block could not be conclusively determined. It is possible that patient and procedural conditions, such as medical history and implant depth, contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention is the result of case-specific circumstances, as a post-medication required and permanent pacemaker was implanted.